Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6), there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
Investigation: investigation result of manufacturing process the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put a bag set in a blister tray by the operator (5) pack the blister by sealing the top film with heat in making the leukocyte reduction filter, filter media are punched, stacked, and put in the hard housing. The filter media of the product concerned consist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). The specifications of the particulate removal rate have been set and controlled for each filter medium, and only the filter media that have conformed to the specifications are used in the assembling process. We reviewed each manufacturing record of the lot number in question and there were no equipment trouble or deviation relating to the issue. We confirmed that the particulate removal rates conformed to the specifications. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and there were no abnormalities in all test items. The products conformed to our in-house specifications. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.9, h.3, b.6, h.6 and h.11 and removed code b25 from h.6. Investigation: we received the filter of the product in question (donor no. (B)(6)) on april 24, 2025. The following investigation was conducted. Investigation result of returned set we observed the filter and confirmed that the filter was connected to the tubing in the correct direction. It was also confirmed that no kinked or flattened points in the tubing. We injected normal saline into the filter but the normal saline did not flow out of the filter. We disassembled the filter and observed the condition of the filter media (membranes). It was confirmed that the number of filter media was correct and each filter medium was correctly placed with the front and back. We dyed the filter media with toluidine blue*1 for observation. We noticed that the first through third filter media from the inflow side of the filter were dyed dark. Investigation result of returned set we observed the filter and confirmed that the filter was connected to the tubing in the correct direction. It was also confirmed that no kinked or flattened points in the tubing. We injected normal saline into the filter but the normal saline did not flow out of the filter. We disassembled the filter and observed the condition of the filter media (membranes). It was confirmed that the number of filter media was correct and each filter medium was correctly placed with the front and back. We dyed the filter media with toluidine blue*1 for observation. We noticed that the first through third filter media from the inflow side of the filter were dyed dark. Investigation result of manufacturing process the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put a bag set in a blister tray by the operator (5) pack the blister by sealing the top film with heat in making the leukocyte reduction filter, filter media are punched, stacked, and put in the hard housing. The filter media of the product concerned consist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). The specifications of the particulate removal rate have been set and controlled for each filter medium, and only the filter media that have conformed to the specifications are used in the assembling process. We reviewed each manufacturing record of the lot number in question and there were no equipment trouble or deviation relating to the issue. We confirmed that the particulate removal rates conformed to the specifications. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and there were no abnormalities in all test items. The products conformed to our in-house specifications. Root cause: in the investigations stated above, normal saline did not flow out of the filter, and we observed the first through third filter membranes were entirely dyed dark; therefore, we infer the possibility that occlusion occurred due to the aggregation of white blood cells or platelets, or due to highly viscous blood. When occlusion occurs in the filter, blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred. For the lot number in question, we did not observe any abnormalities in the manufacturing record or the testing and inspection record; therefore, we were not able to identify the specific cause of the occurrence of the issue. For the countermeasures for the aggregation of blood components, it would be appreciated if you could consider: 1) to agitate the donation bag immediately after blood collection by inverting repeatedly to mix the anticoagulant and blood, and 2) to evenly disperse the separated blood components before the start of filtration.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.